Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion being treated was calcified, 90% stenotic in a tortuous left anterior descending artery. The lesion was predilated and the lesion was 70% stenotic. As the physician approached the target lesion with a taxus express2 8.8% 3.0 x 24 mm stent, resistance was felt getting to lesion. The physician then attempted to remove the taxus stent however, the stent dislodged in the lesion. The physician successfully removed the stent with a micro snare technique. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."